Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be determined through this evaluation. The submitted system controller log file the pump appeared to be operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 40 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the medical professionals suspected device thrombosis, due to the patient having an elevated lactate dehydrogenase (ldh). The manufacturer¿s technical services representative reviewed the provided log file and reported that the data reviewed did not reveal trends suspicious for the presence of thrombus within the motor chamber. Further information has been requested, but not yet provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of elevated lactate dehydrogenase (ldh) and suspected thrombosis could not be conclusively determined. Review of the submitted log file showed no notable parameter changes or atypical alarms and the pump speed remained above the low speed limit for the duration of the log file. The pump appeared to be operating as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2017 due to suspected thrombosis.